Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose continued to steadily increase after an infusion set change. Customer stated that the correction did not work and his blood glucose was 373 mg/dl before it went up to 431 mg/dl after dinner. Customer changed his infusion set twice in one hour. Customer stated that the reservoir was not changed and his blood glucose came down. Customer's blood glucose was 131 mg/dl this morning. Customer's blood glucose went down to 101 mg/dl after breakfast. Customer was filling the same reservoir and it has less insulin because the set is more than 12 hours old. Customer stated that he has to change the reservoir before bedtime. Customer's current blood glucose is 110 mg/dl. Customer has treated with a bolus through the pump. Customer was instructed by his doctor to not self-inject. Customer declined troubleshooting for the high blood glucose and stated that the pump is working fine. Customer will be sent a replacement set.